Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 24 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.